Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported dc handle leak could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the leak between the handle and the shaft. It was reported that during preparation of the clip delivery system (cds), after the delivery catheter (dc) was filled with saline, a leak was noted between the dc handle and the shaft. The device was not used in the anatomy, and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.